Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03944. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. In turn, surgical intervention make take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03944. Additional information received indicates that the leads had migrated due to a previous car accident on an unknown date. The patient underwent surgical intervention during which the leads were explanted.